Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to the electrode belt¿s distribution node (dn) to rear te cable gel fire wire being broken from the dn, causing the rear therapy electrode to deploy. There is no indication that the failure to fully deploy gel resulted in a death or serious injury. The therapy electrode is designed to exceed the surface area requirements of ansi/aami df80:2003. Additionally, the garment¿s silver-impregnated mesh that holds each therapy electrode provides a conductive interface from the shocking surface of the therapy electrode to the patient¿s skin. Upon further investigation, the electrode belt will be scrapped for contamination found throughout the belt. The root cause for the broken wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.